Event description:
A review of several post-implant angio video¿s revealed the aneurx bifurcate was positioned approximately 15mm below the renals. The neck was conical-shaped and was mildly angulated l-r. The limbs were patent. After implanting an endurant cuff within 5mm below the lowest right renal, contrast was seen from a likely proximal type I endoleak. A catheter was seen placed within the right renal artery. Final angio showed that there continued to be a proximal type I endoleak. The cause of the migration is uncertain; pre-implant and earlier follow-up image were not available for review. However, it appears to have been caused by disease progression; neck dilatation. From the images provided the cause of the proximal type I endoleak seen during the intervention is unknown. It is possible that the conical neck and reported neck calcification may have contributed.

Event description:
An aneurx/endurant was implanted for the treatment of an abdominal aortic aneurysm. It was reported that the patient presented with abdominal pain and upon completion of a CT a migration resulting in a type I endoleak was present around the anuerx stent graft. The physician measured the axial CT's at the lowest renal to be 29-30mm and decided to put in an endurant 36-36-49 cuff. Upon implantation and after ballooning there continued to be a prominent type I endoleak. The surgeon made the decision at this point to implant another manufacturer¿s peripheral stent into the right renal and put another endurant cuff up to the left renal covering the right. After deploying the other manufacturer¿s stent and the 32-32-49 cuff in a native 27mm aorta there continued to be a leak. At this point the surgeon opened the patient to repair. The patient was a medically poor candidate for open repair. Although not ruptured, the patient was very symptomatic and in pain. The aortic cuff repairs did not eliminate the leak and open repair was attempted. The patient expired on the table during the open procedure. The cause of the endoleaks was due to an angle with calcium. There was a poor chance for success but there were not many other options. The physician stated that the death was not device related, the patient had a cardiac arrest on the table and that was the cause of death.

Manufacturer narrative:
(B)(4).